Event description:
Patient had not used their meter in six months. Patient mentioned that they have been going to the md office or have a visiting nurse test their sugar on their meter. Patient did not experience any symptoms and would not specify in what type of treatment they received. Meter does not power on and customer service was unable to resolve the issue and sent patient a new meter.